Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the customer's problem was duplicated "failed accuracy test" issue during the investigation. Run three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Found fluid ingression on the pump by the chassis base of the explusor, which damaged into the expulsor gasket causing an inconsistent delivery issue. Explusor assembly will be replaced. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that during testing of this smiths medical cadd legacy 1 pump, the pump failed accuracy testing. No patient involvement reported.